Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the jaws that hold the wire were worn. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a partial knee replacement surgical procedure, it was discovered that the chuck with key device was "stripped.¿ according to the report, the user hit power, but the device ¿would not spin." There was a four minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.